Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String is falling in half [device breakage] string is damaged... Can't even use the tampon [device physical property issue] case narrative: consumer reported via email that the tampon strings were damaged and falling apart. No injury was reported.